Event description:
It was reported that the right atrial (ra) lead exhibited possible far field r-wave oversensing causing false detection of atrial ta chycardia/atrial fibrillation eipsodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: model: 694758, defib lead, implanted: (B)(6) 2010; model: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.